Event description:
Right subclavian triple lumen central venous catheter inserted. It took 9 attempts to gain access. Once access was gained, the guide wire was passed easily and as it was being withdrawn, it was noticed that it was uncoiling. All of guide wire was removed from pt.